Manufacturer narrative:
(B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at a depth of 0mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). During final release with forward pressure, the valve slowly slid out of the aortic position to the level of the sinuses. The inflow of the valve was obstructing flow to the coronary arteries. An electrocardiogram (EKG) indicated a st elevation. It was noted that blood pressure decreased rapidly. Therefore, the patient was put on femoral bypass to stabilize while the valve was snared up to a higher position to restore coronary flow. The valve remains inactive in the ascending aorta. The blood pressure was restored once the patient was taken off bypass. The EKG indicated complete heart block (chb). The rhythm was ventricular paced through the temporary pacing wire. A second valve was successfully implanted into the aortic position at a depth of approximately 8mm on the ncc and 10mm on the lcc with no paravalvular leak seen on angiogram. A permanent pacemaker was implanted. The patient remained intubated, but stable. No additional adverse patient effects were reported.